Event description:
Non-osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.